Event description:
It was reported that during a hemorrhoid procedure, the device would not staple but cut. The instrument's handle broke. It was difficult and took a long time to stop the bleeding. The bleeding was stopped and intervention was completed with manual suture. The healing is more fragile and requires more intensive post-op care: for example, the dressing is different and has to be changed more often. The patient is not fine and his wound is very painful. The hospitalization time will be extended (at least four days instead of three). Additional information has been requested.

Manufacturer narrative:
Date sent: 10/30/2009. Information anticipated, but unavailable at this time.